Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure and loosen socket, of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device went to black during the preparation for the otolaryngology examination procedure (the patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of (B)(4) and it has been over 5 years since the subject device was manufactured, omsc presumed there was the possibility this phenomenon was attributed to the worn pins and rock of the video connector socket of the subject device which might have caused by user connected forcefully. Or it was presumed that the pins of the video connector of the subject device was damaged because the connector of the scope used by the user was deformed or connected to the video connector of the subject device with foreign matter attached. It was also presumed that this caused the connection between the subject device and the endoscope to become unstable, causing the reported phenomenon. The ex board is the board of the video connector part. If additional information becomes available, this report will be supplemented.